Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint of a "broken wire". Failure analysis found the instrument to have a frayed grip cable at the distal end. Root cause of this failure is attributed to a component failure. During investigation, additional observations were found that were not reported by the site: mechanical indentations on the instrument's bipolar yaw pulley was found; no material appeared to be missing. The instrument was also found to have damage of the conductor wire¿s insulation. Electrical continuity was performed and passed. No thermal damage observed. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (part# 470172-16/lot# n10200224 0225) associated with this complaint has been performed. Per logs, the instrument was last used in a procedure on (B)(6) 2020 on system (B)(4), with 2 out of the 10 uses remaining. The alleged event date reported on this record was after the last instrument usage and supports the report of the issue being identified after a procedure. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have a broken wire. No fragments fell inside the patient. The procedure was completed with no reported injury.